Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Sensor carelink additional investigation was performed for the sensor error-change sensor/bad sensor issue. The sensor was terminated due to detected high impedance from which it cannot recover. This is a safeguard designed within algorithm for patient safety sensor carelink additional investigation was performed for the sensor error-sg not available/updating issue. Sensor glucose not displayed due to sensor diagnostic signal out of range. Sensor did not perform within specifications. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a difference between sensor glucose and blood glucose values and also received change sensor alert and sensor updating alerts. The customer was treated with carbohydrate intake. The event involved product(s) mmt-7040b, mmt-1884l, unomedical, mmt-332a, mmt-7841zn. Troubleshooting was performed, blood glucose value was 50 mg/dl and sensor glucose value was 144 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. Troubleshooting was performed for low blood glucose event, the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. The customer was advised to call healthcare professional to discuss possible causes of low blood glucose. Troubleshooting was performed for the occurred alerts and the customer will be provided with a sensor replacement. No further patient complications were reported. No product return is required for mmt-7040b. No product return is required for mmt-1884l. No product return is required for unomedical. No product return is required for mmt-332a. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and the customer response was that the device will be returned.